Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 52mm bhr cup in search of complaints involving ¿elevated test results¿ throughout the lifetime of the product. Similar complaints have been identified and they will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling / IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to elevated metal ion levels.